Manufacturer narrative:
The reported product was returned for investigation. Ocular inspection showed that there was a crack in the connector which caused the reported leakage. The root cause to the crack has not been determined. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that during set up of a picco monitoring kit to be used on a patient leakage was noticed from one of its connectors. No known impact or consequences to patient. (B)(4).